Event description:
The patient reported that there were no programs changes and the bone growth device was the only new device. X-rays, cts and pain management were done but the shocking had not yet resolved. The patient said that on (B)(6) 2020 she had her implant replaced with a new stimulator. The patient stated that she kept her previous leads.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had an unrelated spinal surgery in (B)(6) 2020 and during this 12 hr surgery they went into the spine and "redid everything and took everything out and reconnected everything"; the patient again confirmed this had nothing to do with the device. The patient said most all their problems seemed to be helped by the surgery until they started using a bone growth stimulator and then one issue after the other started within 3 days to a week of using the bone growth issue and they keep getting worse. The patient said the issues were shocks in the hands that have become worse because now shocks were radiating from the top of their back to their right hand, muscle spasms and then as of a month ago the ins had not been charging well because of poor coupling. The patient said they would get 8 coupling bars and then without moving the antenna the bars would drop to zero coupling bars. The patient stated "every time she's finished charging the stimulator the shocks get worse the minute she takes her charger off and tries to stand up she can barely stand up and it feels like she has a (B)(6) weight where the stimulator is that is pulling her down." The patient said they looked at the manual and saw the potential listed effects of using a bone growth stimulator, but the bone growth stimulator has to go right across their back and they can't move it so the bone growth stimulator can't be 18 inches away from the stimulation system so they thought using it has caused damage to the ins. The patient was asked if they had tried turning the ins off and they said yes, many times and the pain just gets horrible, like it was now after trying to charge it. The patient stated they still got shocks with the ins off. The patient had since stopped using the bone growth stimulator but was still experiencing issues. The patient said when they told their healthcare professional (hcp) about their thoughts, the hcp attributes the symptoms to a possible pinched nerve up in patient's neck post spinal surgery; the patient said they were still recovering from this surgery and the hcp told them it could be up to a year until full recovery. The patient noted they were scheduled to get a shot for the pain/shocking in hands on (B)(6) 2020 to see if that would help. The patient said regarding their ins, they can't change the settings much because if they turn the stimulation even up to "10" they were in awful pain. The patient stated they had tried all the different programming and there was nothing new they could put into the device and the patient has talked to their hcp about getting the ins replaced with a new ins. A replacement recharger (insr) antenna was sent to the patient; it was reviewed that if this doesn't resolve the poor coupling then the patient should follow-up with their hcp.